Event description:
A customer reported a high blood glucose level without a specific value, as both the cgm and bg meter displayed "high." Cause was not known. To address the issue, the customer administered a correction injection via mdi, changed the infusion site multiple times, and followed instructions from technical support to inspect and reset system components. The customer checked for any dislodged or leaking infusion sets and confirmed the absence of air bubbles in the tubing. The customer was advised to consult their healthcare provider for further guidance and to replace supplies as needed.